Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported "massive hemorrhage occurred due to laceration of blood vessels. When the trocar was introduced, the abdomen immediately filled up with blood." The case converted to an open, trauma case. The pt was given 5 units of blood in the o.r. And 1 unit in the recovery room. Pt also received platelets and fresh frozen plasma and albumin. Pt was transferred to another hospital where pt became hypotensive, hypothermic and acidotic, and expired the next morning.